Manufacturer narrative:
Cec has adjudicated that the reported restenosis was related to the study device and not related to the procedure.

Manufacturer narrative:
The investigator has assessed that the previously reported restenosis was not related to the study device, procedure or drug. The restenosis was treated with non-mdt ballooning.

Manufacturer narrative:
Results: restenosis of dilated artery. Conclusions: restenosis of dilated artery. (B)(4).

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful. Approximately 8 months post index procedure, the patent suffered restenosis of the target limb. The restenosis was treated on the same day with pta. Outcome is resolved.

Manufacturer narrative:
Additional information: the previously reported revascularization 8 months post index procedure was performed on the target lesion (sfa vessel).